Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd®-solis ambulatory infusion pump had smoke emitting from the battery compartment within one minute of starting charging. It was noted that the initial reporter received the pump for repair of a no power and will not switch on fault. The charger that returned with the pump had a loose and frayed cable. The reporter then opted to use a "brand new" charger with the pump. After one minute of charging the main power pack battery that was inside the pump, smoke was observed coming from the area of the battery compartment. On seeing this, the reporter stopped the device from charging and removed the battery pack from the unit. The negative terminal inside the pump and that of the battery appeared to be badly charred. No injury was reported. See MFR: 3012307300-2017-00965 and 3012307300-2017-01000.